Event description:
It was reported that the ventilator generated alarms for low o2 concentration. Additional information was received stating that the patient desaturated to an unknown level when the measured oxygen concentration dropped from 25% to 8%. The final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. Additional information was received stating that the patient desaturated to an unknown level when the measured oxygen concentration dropped from 25% to 8%. The final patient outcome was no harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. No malfunction could be found. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided logs were reviewed. In the event log on the reported event date and time, an alarm for low o2 concentration had been generated. Generated alarm was silenced by the user indicating that the ventilator was under surveillance. The test log showed that successful pre-use check was performed prior ventilation was started. The technical log does not contain any technical error codes to indicate that there was any ventilator malfunction. Further information from the user facility stated that there were two other ventilators with similar alarms during the same time. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. Since other ventilators experienced the same issue at the same time, the cause of the reported event is most likely attributed to insufficient wall gas supply system at the user facility.

Event description:
Manufacturer's ref #: (B)(4).